Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested on 15may2019. Devices/products sent to 3rd party (B)(4).

Event description:
It was reported that the device performed an unintentional rate change during an infusion of an unspecified medication. The customer further stated that there was no adverse effects caused to the patient from the event.